Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00716.the reported complaint was not confirmed. The biomed was trained and certified by the manufacturer for the heater cooler unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). On (B)(6) 2105 per the field service representative (fsr): the user facility¿s biomedical engineer (biomed) has been running the heater cooler unit all morning (three hours) and he has not gotten an e03 error code. The biomed is putting the unit back into service. If he gets any other e03 issues, the biomed will call back. On (B)(6) 2015 per the fsr: the certified biomed called the fsr about the heater cooler unit. The biomed ran the unit, adjusted the temperature settings throughout the five hours of testing of the unit in the bio shop and no problems or error codes were observed. After functional testing of the unit was completed the biomed and fsr decided that one of the hoses may have been kinked while being in use. The biomed returned the unit to the operating room (o/r).

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the heater cooler unit went to about 35 degrees celsius and then displayed an "e03" error on the a-side. They rebooted and it gave the same error. The device was not changed out, as they switched to the b-side and it worked fine. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.